Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 216772233 was returned and analyzed. Visual inspection of the returned catheter showed the shaft of the catheter was kinked. In conclusion, the mapping catheter 990063-020 with lot 216772233 failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.